Manufacturer narrative:
Complaint no.: (B)(4). Date of event unknown. Operator of device unknown. Evaluation summary: the reported sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection confirmed the defect as a weld pucker. This issue was investigated through CAPA, and manufacturing inspection and maintenance controls are in place to mitigate the occurrence of this issue; specifically, scheduled preventive maintenance to replace worn spike port mandrels in addition to in process sampling and 100% visual inspection. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have a crack and leak near the spike port. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.